Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The collimator was calibrated and the cables were reseated. The system was tested and operates as intended.

Event description:
The customer reported that the system needed to be calibrated. No pt injury was reported.